Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unk reasons. Patient also had another device explanted, please reference MFR#6000002-2008-09286. No further details were provided. Info learned from implant patient registry.